Event description:
The pt refuses to wear their speech processor, saying that it hurts. Telemetry measurements showed unusual impedances when compared with previous results. Repeat telemetry measures showed a failed implant integrity check in the presence of good coupling.